Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05391. It was reported that during the generator change out procedure, atrial lead noise causing multiple false mode switch episodes was observed on stored egms. During the procedure, the physician noted insulation tear on both right atrial and right ventricular lead at same location suggesting lead to can abrasion. The physician capped and replaced the atrial lead on (B)(6) 2019. The physician repaired the right ventricular lead with medical adhesive due to no pacing history in the right ventricle. The patient was stable before, during and after the procedure and did not experience any adverse consequences.